Event description:
It was reported that the patient experienced a cerebral vascular accident. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The device was successfully implanted with a complete seal. The patient was discharged on eliquis 5mg and aspirin. On (B)(6) 2020, the patient presented with aphasia and upper extremity weakness but the symptoms were resolved within 20 mins of arrival. An ischemic stroke was confirmed. Additionally, a leak measuring at 4.7mm was noted on transesophageal echocardiography (tee). The patients oral anticoagulants was discontinued at their 45 day follow up. However, their medication was resumed after stroke occurred. The patient is currently doing well.